Event description:
Underwent mastectomy of right breast 2007 then reconstruction with allergan natrelle style 200 silicone implants, replaced 2017 with allergan natrelle inspira smooth gummy srx. Thereafter suffering right breast and arm pain, diagnosed with lupus (B)(6) 2018 including reynauds syndrome. Plantar fasciitis, joint and muscle pain, exhaustion, dry eyes and mouth, gi pain, metal taste, sores on scalp, slow healing, brain fog, anxiety, headaches, photophobia, phonophobia, blurred vision, etc.